Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues were reported by the account. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 24may2020. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. No device related issues were reported by the account. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2022 the patient underwent heart transplantation. A review of the patient record indicated that there were no device issues at the time of the patient outcome. Due to patient privacy laws no further information could be provided.